Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to perform the fill cannula step during the load process. After the fill tubing step, the customer reported that the pump would "kick her out" of the screen. Customer would have to resume insulin in order to perform the cannula. There was no known impact to the customer's blood glucose. Although requested, no additional information was provided regarding the reported issue.